Manufacturer narrative:
The returned device was evaluated. During visual inspection, the unit was found to have cracks and damage on the front and back shell. During testing the all led segments illuminated normally. The unit was able to obtain spo2 and pulse rate, as well as generate alarm alert conditions as designed. Internal inspection revealed signs of corrosion on the system circuit board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has segment display issues and after it boots up it shows p8 on the top display line and e8 on the bottom display line. No impact or consequences to patient were reported.